Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty attaching and locking the connect adaptors, leading to repeated attempts and use of needle-nose pliers to achieve proper connection; replacement connectors were provided. Symptoms included no adverse clinical effects. Outcomes included no impact on therapy continuity and no medical intervention. Investigation included review of user feedback and device use. Investigation of this case revealed user-reported mechanical resistance during connector engagement without device alerts or alarms. It was concluded that the event involved a device component connection challenge without patient harm.